Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer experienced a blood glucose (bg) level displayed as "high". The customer administered a bolus of insulin via the pump to address the elevated bg. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.